Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump malfunction occurred after pump got wet and it might have gotten wet at pool. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the customer will attempt to reset the pump at a later time.